Event description:
An outside law firm submitted a complaint that alleges: "a patient in the operating room was receiving propofol and levophed infusions. The pump emitted several inappropriate air-in-line and upstream occlusion alarms, causing an interruption to the patient's medication. The patient's care team was forced to administer rescue medications after the patient's mean arterial pressure decreased into the 50s" a review of b. Braun's complaint system found a similar case, previously reported in MFR report # 9610825-2024-00930; however, because there are slight differences in the description, a new case is being initiated out of an abundance of caution.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.